Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tibial artery. A 200cm, 8cm v-18 control wire was advanced to the lesion. However, it was noted that the tip of the wire separated during the procedure. The guide wire was pulled out intact with nothing left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.